Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingoophorectomy procedure, arcing from a hole in the mcs tip cover accessory installed on the monopolar curved scissors(mcs) instrument occurred, causing injury to the patient's colon/bowel. Damage to the patient's colon/bowel was repaired using a 3.0 silk suture. No other adverse patient outcome was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. However, the mcs instrument used in conjunction with the tip cover was returned for evaluation and engineering observation found no evidence of arcing. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burned through the silicone. Silicone exhibits localized melting around the holes, indicative of arcing. Hole sizes range from 0.015 to 0.025 with varying shapes (round and oblong), and are located from 0.200 to 0.480 above the silicone to sleeve interface. Multiples holes indicate multiple arcing events occurred. Tip cover also has various mechanical tears at the edge of the two of the holes and more tearing in the general vicinity of the holes. The tip cover holes line up with the edge of the distal clevis ears when installed on the monopolar curved shears (mcs) instrument.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information: type of reportable event.